Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 60 units that was not changing. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the cause of the discrepancy, explaining that it can occur due to a variance in measured pressures, and assured that the fill estimate would adjust and count down normally once the remaining insulin matches the displayed number. Caller understood the explanation and acknowledged the guidance.